Event description:
It was reported that the patient line of a homechoice cassette was unable to disconnect from peritoneal dialysis (pd) transfer set. This was further described as ¿the patient line did not come apart from the pd catheter". This was observed during use of the devices for peritoneal dialysis therapy. No visual damage was found. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: during customer follow up, it was clarified that there was no issue with the homechoice cassette. Therefore, based on the additional information received, the homechoice cassette was determined not to be a factor in the reported malfunction event. Should additional relevant information become available, a supplemental report will be submitted.